Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain and discomfort. Update 5/21/15-pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain and alval. Lab results indicated metal ion levels below 7ppb. Part/lot is being updated. Doi: (B)(6) 2006 - dor: (B)(6) 2014, (left hip). Update ad 5 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets records. In addition to what were previously alleged, ppf alleges infection, metallosis and metal wear. Updated patient's initial. Doi: (B)(6) 2006 - dor: (B)(6) 2014, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.